Manufacturer narrative:
B5: the reporter indicated tha a 13.2mm, vicm5_13.2, -14.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Execessive vault was observed, lens remains implanted. It was reporter that no further intervention was necessary and the problem resolved. Vault decreased overtime, patient is happy. Claim # (B)(4).

Manufacturer narrative:
Patient ID: (B)(6). This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -14.0, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Excessive vault was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.